Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved was not provided for further evaluation; however, one (1) photo was provided. Upon visual examination of the picture it was noted that the back check valve was broken/ cracked in half. Although the reported defect was confirmed via the photo evaluation, without the actual device the exact root could not be determined. Retain samples for catalog 490580, lot 0061655829 were visually and functionally tested and no defects were noted. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Although it was confirmed that the device involved is not available for evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the tubing broke at the anti-reflux valve. It primed and broke when the infusion was started. Blood backed up and contaminated the bed and the patient. No injury reported.